Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to high threshold measurements. Reportedly, the physician did not like the position, so the lead was pulled out. Subsequently, the patient had an open chest procedure for a pericardial window. The lead was never in service. There were no additional adverse patient effects reported.